Event description:
Pt had heart catherization with stent placement. Initial stent used did not deploy. Efforts to recover the missing stent failed. Stent remains in the pt without causing clinical problems.